Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2003 - patient underwent incisional hernia repair with implant of kugel patch. On (B)(6) 2003 - patient underwent postoperative wound exploration to check for intra abdominal bleeding. She had developed a small clot above the patch, and a large clot beneath the patch. The previously implanted kugel patch was explanted. Serosanguineous fluid in the abdominal cavity was noted. The small bowel adhered to the hernia sac and appeared to have a small hematoma. Lysis of adhesions was performed. A serosal tear was repaired with sutures. A second kugel patch was implanted. There was no obvious cause for the hematoma; however, the possible source appeared to be at the border of the rectus on the right side. It is noted that the surgery was complicated by hypotension with systolic blood pressure to 40 to 50.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. The patient has multiple co-morbidities including obesity, cardiac murmurs, and osteoarthritis. The information provided indicates that the patient developed and was treated for a hematoma, which is a known adverse event listed in the IFU. A manufacturing review was performed and fond no evidence of a manufacturing related cause for the alleged event. There is no indication of defective mesh. Additionally, no product has been returned for evaluation. If any additional information is obtained, a follow-up MDR will submitted.